Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The patient cannot get their equipment to work. It has been awhile since they last charged, and they aren¿t getting stimulation. The event date was asked but unknown. The patient was redirected to follow up with their healthcare professional (hcp). Additional information was received from the patient stating that it had been at least a couple of months since she charged/used her stimulation and is unable to turn it on or charge it. The cause was undetermined. A trickle charge appointment was scheduled for (B)(6) 2019. They trickle charged and cleared the power on reset (por). Additional information was received on 2020-feb-27 stating that the battery was over discharged. Patient indicated that they were not able to charge it anymore. The cause of the event was undetermined. The manufacturer's representative (rep) was unable to communicate with the implantable neurostimulator (ins) in pre-op. Patient had battery replaced on (B)(6) 2020, which resolved the issue at the time of the report.